Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspections noted that the valve seal on the trocar balloon was disengaged. The balloon, lock collar and doors appeared intact. The obturator and inflation bulb were received. The inflation syringe was received. The valve seal on the dissector balloon appeared intact. A functional evaluation found that the dissector balloon was inflated with no leaks. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly or component related failures. Replication of the disengaged valve seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair procedure, the surgeon was attempting to inflate the dissecting balloon but it would not inflate due to air leaking around the trocar seal when squeezing the balloon. The entire device was removed and replaced by another device. Upon inflating the second balloon, only one side of the balloon would inflate- the other balloon side did not uncurl or open. Dissection was therefore poor, however the surgeon removed the dissecting balloon and completed the case using the trocar from the second device. It was also reported that the seals were damaged on both devices. There was no patient injury.